Event description:
It was reported that a burr detachment occurred. The 80% stenosed target lesion was located in the moderately tortuous and calcified peripheral artery. A 1.75mm peripheral intervention rotapro burr-advancer was selected for use. During the procedure, when crossing the lesion, it was noted that the burr was fractured at the shaft close to the burr. The physician immediately pulled the wire back and was able to retrieve the burr mounted on the wire. The procedure was completed with another of the same device. No patient complications reported.